Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels of 38 (mg/dl). Reportedly, the customer's basal rate settings was set too high. To treat the low bg level, the customer consumed juice and crackers. Recommendation was made to consult with health care provider regarding diabetes management.